Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure, post-stent deployment. Symptoms/ae: sluggish response, slurred speech, could not squeeze toy with right hand. It was reported that during a procedure in the left internal carotid artery, after stent deployment, the patient experienced a sluggish response, slurred speech and the patient could not squeeze the toy with his right hand. It was also noted that the patient showed a sluggish left pupil. Post-stent deployment, it was noted that there was no flow near the epd filter basket and vasospasm was suspected. A balloon dilatation was performed and then an aspiration catheter was used for a suspected clot, however, no clot or particles were retrieved. Nitroglycerin was given and good blood flow was restored. Post procedure the patient's left pupil was more responsive where it had not before, however, he continued to have right hand difficulty squeezing the toy, he also showed right-side movement but the right-side was still weak. The patient was admitted to ICU and was given integrilin. No additional information available.